Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that an adverse event occurred. The patient stated that the sensor patch fell off and then she had a seizure as a result. No blood glucose values at the time were reported and it is unknown how long after the patch fell off that the seizure occurred, or whether the patient was aware that the patch had fallen off. No medication or treatment was provided. At the time of the report she was having leg pain which she stated was a result of the seizure. The patient declined to answer any additional questions and would not provide any other event information. No product was provided for evaluation. The allegation and a probable cause could not be determined.